Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017. The patient reported obtaining blood glucose readings of ¿266 and 116 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient informed the csr that he manages his diabetes with a combination of oral medication (gliclazide) and self-adjusted insulin. The patient claimed he increased his dose of gliclazide without advice from his physician in response to a result of ¿190 mg/dl¿ on the subject meter and one day after the alleged issue began, reportedly developing symptoms of feeling ¿shaky and dizzy¿; symptoms he associated with low blood glucose. The patient claimed he took action of consuming more food and drink in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr walked the patient through a control solution test on the subject meter and the result fell within the specified control solution range. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after taking an increased dose of oral anti-glycemic medication based on an alleged inaccurate result obtained with the subject meter.